Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a missing data on g5 mobile app occurred. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of a missing data on g5 mobile app. The root cause was determined to be a loss of connection for 1 - 3 hours.